Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 2 to correct the reported problem. The system was tested and verified as ready for use. Isi received the usm for failure analysis investigation. The unit was analyzed, and the error was confirmed in the log but not replicated during testing. The unit was tested on an in-house system and passed normal mode without triggering any related errors. The unit also passed all tests that were performed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported that all universal surgical manipulators (usms) became loose. While reviewing the error logs, the intuitive surgical, inc. (Isi) technical support engineer (tse) found error 23118 on usm 2, which had also occurred earlier in the month. This error could be induced by the insertion of the instrument with extra force. The procedure was completing as planned with no reported injury.